Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion in the scrotal area, which necessitated a surgical intervention. During the procedure, the entire ipp was removed and replaced with a tactra malleable penile prosthesis. There were no additional patient complications reported.